Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number.attempts have been made to obtain additional information.(B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure the lens was explanted due to incorrect iol power causing unintended myopia. The patient experienced a curved line in vision and blurry vision. Additional information was requested.